Event description:
Boston scientific received information that the patient implanted with this right ventricular lead experienced a fall. Afterwards, an increase in pacing impedance measurements was observed up 1700 ohms. The patient was brought into clinic and the lead was programmed to unipolar with impedance measurements in the 450 ohm range. A stored episode with noise was also observed. The noise was over sensed and resulted in pacing inhibition of less than two seconds. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.